Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. 628307) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had not done essure confirmation test". The patient's concurrent conditions included hypothyroidism. Concomitant products included bupropion (wellbutrin), levonorgestrel (mirena) and levothyroxine sodium (synthroid). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced dyspareunia ("painful intercourse") and urinary tract infection ("multiple severe urinary tract infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue"), amnesia ("memory loss"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), abdominal distension ("bloating"), cystitis ("bladder infection") and weight increased ("weight gain"). The patient was treated with surgery (underwent hysterectomy with removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, urinary tract infection, menorrhagia and dysmenorrhoea had resolved, the dyspareunia, fatigue, amnesia, vaginal haemorrhage, abdominal distension and cystitis outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, amnesia, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received:the event abnormal vaginal bleeding, menorrhagia, dysmenorrhea, bloating, bladder infection, weight gain, she had not done essure confirmation test added. Reporters,events outcome,concurrent condition,concomitant medication added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 44-year-old female patient who had essure (batch no. 628307) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had not done essure confirmation test". The patient's concurrent conditions included hypothyroidism. Concomitant products included bupropion (wellbutrin), levonorgestrel (mirena) and levothyroxine sodium (synthroid). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and weight increased ("weight gain"). In 2010, the patient experienced dyspareunia ("painful intercourse"), urinary tract infection ("multiple severe urinary tract infection"), abdominal distension ("bloating") and cystitis ("bladder infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue") and amnesia ("memory loss"). The patient was treated with antibiotics and surgery (underwent hysterectomy with removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, urinary tract infection, menorrhagia and dysmenorrhoea had resolved, the dyspareunia, fatigue, amnesia, vaginal haemorrhage, abdominal distension and cystitis outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, amnesia, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain on left side') and device breakage ('fragment left') in a 44-year-old female patient who had essure (batch no. 628307) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had not done essure confirmation test". The patient's concurrent conditions included hypothyroidism and obesity. Concomitant products included bupropion hydrochloride (wellbutrin), levonorgestrel (mirena) and levothyroxine sodium (synthroid). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/ abnomal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnomal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea") and was found to have weight increased ("weight gain"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse /dyspareunia "), urinary tract infection ("multiple severe urinary tract infection / infection (bladder / urinary tract / vaginal) constant / recurring extrime urinary tract infections"), abdominal distension ("bloating / gastrointestinal or digestive system condition: bloating") and cystitis ("bladder infection"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue"), amnesia ("memory loss"), vitamin d deficiency ("vitamin d deficiency"), back pain ("excruating pain in my lower left back"), bowel movement irregularity ("bowel movement take 2 days") and arthralgia ("joint pain") and was found to have weight decreased ("weight loss"). The patient was treated with antibiotics and surgery (underwent hysterectomy with removal of essure, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, urinary tract infection, menorrhagia, dysmenorrhoea and abdominal distension had resolved, the device breakage, fatigue, amnesia, vaginal haemorrhage, cystitis, vitamin d deficiency, back pain, weight decreased, bowel movement irregularity and arthralgia outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, amnesia, arthralgia, back pain, bowel movement irregularity, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vitamin d deficiency, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2011 she remove gallbladder. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Concerning the injuries reported in this case, the following one was reported via social media: arthralgia lot number: 628307 manufacture date: 2008-10 expiration date: 2011-10 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 44-year-old female patient who had essure (batch no. 628307) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had not done essure confirmation test". The patient's concurrent conditions included hypothyroidism and obesity. Concomitant products included bupropion (wellbutrin), levonorgestrel (mirena) and levothyroxine sodium (synthroid). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and weight increased ("weight gain"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), urinary tract infection ("multiple severe urinary tract infection / infection (bladder / urinary tract / vaginal) constant / recurring extrime urinary tract infections"), abdominal distension ("bloating / gastrointestinal or digestive system condition: bloating") and cystitis ("bladder infection"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), fatigue ("fatigue") and amnesia ("memory loss"). The patient was treated with antibiotics and surgery (underwent hysterectomy with removal of essure, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, urinary tract infection, menorrhagia, dysmenorrhoea and abdominal distension had resolved, the fatigue, amnesia, vaginal haemorrhage and cystitis outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, amnesia, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2011 she remove gallbladder. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2018: plaintiff fact sheet received. Outcome of event dyspareunia, abdominal distension update from unknown to recovered / resolved. Onset date of event pelvic pain were update. Concomitant disease were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain on left side') and device breakage ('fragment left') in a 44-year-old female patient who had essure (batch no. 628307) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had not done essure confirmation test". The patient's concurrent conditions included hypothyroidism and obesity. Concomitant products included bupropion hydrochloride (wellbutrin), levonorgestrel (mirena) and levothyroxine sodium (synthroid). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/ abnomal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnomal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea") and was found to have weight increased ("weight gain"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse /dyspareunia "), urinary tract infection ("multiple severe urinary tract infection / infection (bladder / urinary tract / vaginal) constant / recurring extrime urinary tract infections"), abdominal distension ("bloating / gastrointestinal or digestive system condition: bloating") and cystitis ("bladder infection"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue"), amnesia ("memory loss"), vitamin d deficiency ("vitamin d deficiency"), back pain ("excruating pain in my lower left back"), bowel movement irregularity ("bowel movement take 2 days") and arthralgia ("joint pain") and was found to have weight decreased ("weight loss"). The patient was treated with antibiotics and surgery (underwent hysterectomy with removal of essure, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, urinary tract infection, menorrhagia, dysmenorrhoea and abdominal distension had resolved, the device breakage, fatigue, amnesia, vaginal haemorrhage, cystitis, vitamin d deficiency, back pain, weight decreased, bowel movement irregularity and arthralgia outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, amnesia, arthralgia, back pain, bowel movement irregularity, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vitamin d deficiency, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2011 she remove gallbladder. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Concerning the injuries reported in this case, the following one was reported via social media: arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added event bowel movement take 2 days. On 23-mar-2020: social media received- new event joint pain was added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain on left side') and device breakage ('fragment left') in a 44-year-old female patient who had essure (batch no. 628307) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had not done essure confirmation test". The patient's concurrent conditions included hypothyroidism and obesity. Concomitant products included bupropion hydrochloride (wellbutrin), levonorgestrel (mirena) and levothyroxine sodium (synthroid). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia / abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea") and was found to have weight increased ("weight gain"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse /dyspareunia "), urinary tract infection ("multiple severe urinary tract infection / infection (bladder / urinary tract / vaginal) constant / recurring extrime urinary tract infections"), abdominal distension ("bloating / gastrointestinal or digestive system condition: bloating") and cystitis ("bladder infection"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue"), amnesia ("memory loss"), vitamin d deficiency ("vitamin d deficiency"), back pain ("excruating pain in my lower left back"), bowel movement irregularity ("bowel movement take 2 days") and arthralgia ("joint pain") and was found to have weight decreased ("weight loss"). The patient was treated with antibiotics and surgery (underwent hysterectomy with removal of essure, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, urinary tract infection, heavy menstrual bleeding, dysmenorrhoea and abdominal distension had resolved, the device breakage, fatigue, amnesia, vaginal haemorrhage, cystitis, vitamin d deficiency, back pain, weight decreased, bowel movement irregularity and arthralgia outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, amnesia, arthralgia, back pain, bowel movement irregularity, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, pelvic pain, urinary tract infection, vaginal haemorrhage, vitamin d deficiency, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2011 she remove gallbladder. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Concerning the injuries reported in this case, the following one was reported via social media: arthralgia. Lot number: 628307. Manufacture date: 2008-10. Expiration date: 2011-10 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-oct-2021: social media report received. Reporter added. Significant due to imdrf-FDA synchronization. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain on left side') and device breakage ('fragment left') in a 44-year-old female patient who had essure (batch no. 628307) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had not done essure confirmation test". The patient's concurrent conditions included hypothyroidism and obesity. Concomitant products included bupropion hydrochloride (wellbutrin), levonorgestrel (mirena) and levothyroxine sodium (synthroid). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia / abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea") and was found to have weight increased ("weight gain"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse /dyspareunia"), urinary tract infection ("multiple severe urinary tract infection / infection (bladder / urinary tract / vaginal) constant / recurring extreme urinary tract infections"), abdominal distension ("bloating / gastrointestinal or digestive system condition: bloating") and cystitis ("bladder infection"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue"), amnesia ("memory loss"), vitamin d deficiency ("vitamin d deficiency"), back pain ("excruating pain in my lower left back"), bowel movement irregularity ("bowel movement take 2 days") and arthralgia ("joint pain") and was found to have weight decreased ("weight loss"). The patient was treated with antibiotics and surgery (underwent hysterectomy with removal of essure, bilateral salpingectomy). Essure was removed on( B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, urinary tract infection, heavy menstrual bleeding, dysmenorrhoea and abdominal distension had resolved, the device breakage, fatigue, amnesia, vaginal haemorrhage, cystitis, vitamin d deficiency, back pain, weight decreased, bowel movement irregularity and arthralgia outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, amnesia, arthralgia, back pain, bowel movement irregularity, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, pelvic pain, urinary tract infection, vaginal haemorrhage, vitamin d deficiency, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2011 she remove gallbladder. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Concerning the injuries reported in this case, the following one was reported via social media: arthralgia lot number: 628307 manufacture date: 2008-10 expiration date: 2011-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 9-nov-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain on left side') in a 44-year-old female patient who had essure (batch no. 628307) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had not done essure confirmation test". The patient's concurrent conditions included hypothyroidism and obesity. Concomitant products included bupropion hydrochloride (wellbutrin), levonorgestrel (mirena) and levothyroxine sodium (synthroid). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea") and was found to have weight increased ("weight gain"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse /dyspareunia "), urinary tract infection ("multiple severe urinary tract infection / infection (bladder / urinary tract / vaginal) constant / recurring extreme urinary tract infections"), abdominal distension ("bloating / gastrointestinal or digestive system condition: bloating") and cystitis ("bladder infection"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), fatigue ("fatigue"), amnesia ("memory loss"), vitamin d deficiency ("vitamin d deficiency") and back pain ("excruating pain in my lower left back"). The patient was treated with antibiotics and surgery (underwent hysterectomy with removal of essure, bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, urinary tract infection, menorrhagia, dysmenorrhoea and abdominal distension had resolved, the fatigue, amnesia, vaginal haemorrhage, cystitis, vitamin d deficiency and back pain outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, amnesia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: on (B)(6)2011 she remove gallbladder. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received. New event 'vitamin d deficiency' and excruating pain in my lower left back was added. On (B)(6)2020: follow up 10 and 11 processed together. On (B)(6)2020: process with fu 10. On (B)(6)2020: process with fu 10. On 23-mar-2020: information received via social media. No new clinical information received. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain on left side') and device breakage ('fragment left') in a 44-year-old female patient who had essure (batch no. 628307) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had not done essure confirmation test". The patient's concurrent conditions included hypothyroidism and obesity. Concomitant products included bupropion hydrochloride (wellbutrin), levonorgestrel (mirena) and levothyroxine sodium (synthroid). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/ abnomal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnomal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea") and was found to have weight increased ("weight gain"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse /dyspareunia "), urinary tract infection ("multiple severe urinary tract infection / infection (bladder / urinary tract / vaginal) constant / recurring extrime urinary tract infections"), abdominal distension ("bloating / gastrointestinal or digestive system condition: bloating") and cystitis ("bladder infection"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue"), amnesia ("memory loss"), vitamin d deficiency ("vitamin d deficiency") and back pain ("excruating pain in my lower left back") and was found to have weight decreased ("weight loss"). The patient was treated with antibiotics and surgery (underwent hysterectomy with removal of essure, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, urinary tract infection, menorrhagia, dysmenorrhoea and abdominal distension had resolved, the device breakage, fatigue, amnesia, vaginal haemorrhage, cystitis, vitamin d deficiency, back pain and weight decreased outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, amnesia, back pain, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vitamin d deficiency, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2011 she remove gallbladder. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: newly added events- device breakage, weight loss, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), fatigue ("fatigue"), amnesia ("memory loss") and urinary tract infection ("multiple severe urinary tract infection"). The patient was treated with surgery (underwent hysterectomy with removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, fatigue, amnesia and urinary tract infection outcome was unknown. The reporter considered abdominal pain, amnesia, dyspareunia, fatigue, pelvic pain and urinary tract infection to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.